Manufacturer narrative:
Batch review performed on 23 february 2022. Lot 2002931: (B)(4) items manufactured and released on 15-july-2020. Expiration date: 2025-july-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Visual inspection performed by r&d project manager. Revision surgery about 1 year and 4 months after the primary due to malpositioning of the tibial component. From visual investigation on the returned explanted components, no residual cement can be observed on the distal surface of the tibial baseplate. On the articular surfaces of the tibial insert, no signs of wear or delamination can be noted. Poor interdigitation between cement and implant can be related to multiple factors, most likely not implant-related (such as cementation process, temperature, time, presence of fluids on the surfaces of cement interface). The absence of cement is not evidence of a faulty device. From visual inspection, there is no evidence to suspect that the event is related to a faulty device.

Event description:
Revision surgery about 1 year and 4 months after the primary due to malpositioning of the tibial component. The surgeon explanted the tibial component that was completely loose without any cement on the back surface. The surgeon (primary surgery) commented that the issue was due to the suboptimal position of the device during the primary surgery.